Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic wedge resection, while the device was being applied to the transection of the fissure, the surgeon tried to fire the third reload but it did not work, it was fine until the second firing. The surgeon was able to press the green button but was not able to squeeze the handle. A new device was used to complete the case. No injury.